Event description:
During an implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The physician alleged the event was due to the patient's anatomy. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing was performed and no indication of conductor fractures or internal shorts were observed.